Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported outpatient underwent PICC catheterization on (B)(6) 2023 due to "postoperative chemotherapy for breast cancer" and has undergone chemotherapy twice. On (B)(6) 2023 11:45, the patient found blood regurgitation in the catheter at home and was very nervous and anxious. At 14:00, he arrived at our hospital for outpatient treatment and maintenance (patient's self-report: on (B)(6), he was admitted to a different hospital for catheter maintenance, and the blood in the catheter was automatically regurgitated when the heparin cap was opened, and he was observed at home after replacing the heparin cap and flushing the catheter). The nurse gave the catheter to retract, gently push the resistance, the catheter was blocked, and urokinase 10000u was given to perform negative pressure thrombolysis in the tee tube, and after 40 minutes, the drug could be injected by gently pushing, and the tube was flushed with normal saline.